Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately upon use of a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) with a patient, an air leak was noted. There was reported damaged to the smiths medical product upon tube exchange and no harm to the patient was noted. No further information was provided.

Manufacturer narrative:
One used device was received for investigation. A visual inspection could not find any holes in the cuff, however upon inflation during use testing, leakage was observed. A manufacturing was performed but no discrepancies were found. A root cause for the leak could not be determined.